Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. The reporter stated the pt awoke not feeling well, per her meter, her blood glucose was "hi". They administered a bolus of insulin and brought her to the hospital. When she was admitted to the hospital her blood glucose was 350 mg/dl. She was treated with IV fluids and insulin. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.